Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the device was able to power on and enter into pt monitoring activities but few minutes after, monitor will switch off by itself without any error message or alarms. This happens both on ac and battery mode. There is no pt information available.